Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Hardware low level failures alarm (variableinfo=3) and the motor arm cannot communicate with the main arm alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test, motor arm cannot communicate with the main arm and hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised the insulin pump failed the self-test. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.